Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented as a transfer after being found unresponsive with their ventricular assist device (vad) alarming and batteries depleted. Their history showed the pump was off for about four minutes. It looked to the site as though the patient was running on the emergency backup battery (ebb) and their driveline was removed and reinserted. Log files were submitted which captured no external power events on (B)(6) 2025 at 6:16:54, and the driveline being disconnected at 6:50:35 leaving the pump off for four minutes. It appeared the pump was running on the ebb and the driveline was removed and reinserted. It also appeared the mobile power unit (mpu) was losing power. This occurred after the pump was back on and running. It was reported that ems intentionally unplugged the ac power cord of the mpu from the wall. It was additionally communicated that the cause of the no external power and subsequent pump stop was caused by depleted batteries and an accidental driveline disconnect by ems. The only symptom noted that the patient experienced was loss of consciousness, and as of (B)(6) 2026 they were still admitted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect alarm and subsequent pump stop event which the account attributed to emergency medical services accidently disconnecting the driveline. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological issues could not be conclusively determined through this investigation. The controller event log file contained events from 21dec2025 through 22dec2025. A driveline disconnect alarm and subsequent pump stop was captured on 22dec2025. Once the driveline was reconnected and the system was connected to external power, the pump ramped up to the set speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke-related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.